Event description:
It was reported that prior to elective upgrade of the device, an inappropriate therapy for vf due to oversensing of noise was observed on a stored egm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and met all test specifications. The root cause of the reported noise could not be determined.